Event description:
It is reported that a bone conduction implant recipient recently presented with a 5-7mm opening along the incision line at or near the edge of the bone conduction floating mass transducer (bc-fmt). However, there were no immediate post-operative complications.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the information received from the field there was a skin breakdown along the surgical incision on the edge of the fmt. Reportedly the wound healed after implantation surgery and no further issues were reported. Most likely the reported issue occurred due to pressure on the skin flap. The recipient is wearing glasses, which might has contributed to the observed issue. A revision surgery is planned in (B)(6) 2023.

Event description:
It is reported that the recipient recently presented with a 5-7mm opening along the incision line at or near the edge of the bone conduction floating mass transducer (bc-fmt). However, there were no immediate post-operative complications. The recipient has eyeglasses. According to the physician, the tissue breakdown and exposure of the implant might be related to pressure from the arm of the eyeglasses.

Manufacturer narrative:
Device investigations did not reveal any device defect. This finding was expected, because according to the recipient report the device was explanted due to a skin breakdown along the surgical incision on the edge of the fmt. Most likely the reported issue occurred due to pressure on the skin flap. The recipient is wearing glasses, which might has contributed to the observed issue. This is a final report.

Event description:
It is reported that the recipient recently presented with a 5-7mm opening along the incision line at or near the edge of the bone conduction floating mass transducer (bc-fmt). The recipient had good benefit from the device. The device has been explanted.